Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested the updated instrument paz files and the cx files for investigation. Calibration and controls were checked and service discussed the importance of preanalytical factors. The customer stated the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 between the initial low results and the repeat normal range results. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data provided by the customer. The rp500 instrument and the m-cart in question were found to be performing as intended. No instrument errors were recorded during and around the time of the reported results. The thb sensors were found to have typical responses. Electronic trace of the patient samples was not found on the instrument data logs. The cooximetry data files were not available for this investigation. There is insufficient information to conduct any further investigation into the observed bias in thb. The cause of this event is unknown.